Manufacturer narrative:
(B)(4). The customer turned on the unit and it produced a telephone ringing/squealing sound. There was no reported pt involvement. The customer evaluated the device. The processor pca was replaced to resolve the problem.

Event description:
The customer turned on the unit and it produced telephone ringing/squealing sound. There was no reported pt involvement.